Event description:
The pt was admitted one month postoperatively for pericardial effusion. The pt was treated with medrol dose-pak, fresh frozen plasma and vitamine k. This did not appear to be causing any tamponade and pt did not undergo a pericardial drainage procedure.